Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 2 leads (from the same lot) implanted as part of his pns (off-label) system. It was reported, the patient experienced a loss of stimulation on his right side. The sjm representative met with the patient and diagnostic testing indicated invalid contacts on the right peripheral lead. Surgical intervention may be taken at a later date to address this issue.